Manufacturer narrative:
It was found by the tech that the reported problem could not be duplicated. As a precautionary measure , the 2.5 years old batteries were replaced. The unit was tested to factory spec. It functioned normally and was returned to the customer.

Event description:
The customer reported that during transport, while the unit was in use on a pt, the unit ran for 20 minutes and then the system shut off. The customer plugged the unit into the ambulance power and the unit started to work without problems. The customer did not notice the "low battery" alarm. The pt therapy was continued. No pt injury was reported.